Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) are getting comm loss for all devices, bsms and gzs, hospital-wide. The gwy server was off so the biomedical engineer had powered it on. After powering on, no comm loss and patient vitals can be seen at nursing stations. However, the gwy server forcefully shutdown and then devices go into comm loss. The biomedical engineer at the hospital reviewed the system event log and saw that the gwy server license expired which resulted in the forced shutdown. Server keeps shutting down every time they boot it up. No patient(s) were harmed during this event. Nihon kohden technician service extended the trial server os license which resolved the issue, service stays powered on, nomore comm loss, can monitor patients at nursing stations. Customer will get new licenses for gwy server, test server, and production server. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the cns: transmitter model #: gz-130pa serial #: (B)(4) device manufacturer data: ni unique identifier (UDI) #: (B)(4) remote nurse station: model #: rns-6803 serial #: (B)(4) unique identifier (UDI) #: (B)(4) server: a/pwredge-r640 serial #: (B)(4) manufacturer references file (B)(4)

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) are getting comm loss for all devices, bsms and gzs, hospital-wide. The gwy server was off so the biomedical engineer had powered it on. After powering on, no comm loss and patient vitals can be seen at nursing stations. However, the gwy server forcefully shutdown and then devices go into comm loss. The biomedical engineer at the hospital reviewed the system event log and saw that the gwy server license expired which resulted in the forced shutdown. Server keeps shutting down every time they boot it up. No patient(s) were harmed during this event.